Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the file states the time of the event was intra-op. The procedure date was reported as 22-apr-2024 and the event date was reported as 29-apr-2024. Please provide the following clarification: did the suture breakage occur intra-op? --yes date of the procedure? (B)(6) 2024. Date of the suture breakage? (B)(6) 2024. Corrected b5 narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used for wound closure. The procedure was performed 7 days after the patient had been admitted to the hospital for treatment due to a scalp infection. During the procedure, it was found that the suture was prone to breakage when knotted. The doctor replaced the patient with a new suture. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The file states the time of the event was intra-op. The procedure date was reported as (B)(6) 2024 and the event date was reported as 29-apr-2024. Please provide the following clarification: did the suture breakage occur intra-op? Date of the procedure? Date of the suture breakage?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used for wound closure. The procedure was performed 7 days after the patient had been admitted to the hospital for treatment due to a scalp infection. During the procedure, it was found that the suture was prone to breakage when knotted. The doctor replaced the patient with a new suture. There were no adverse patient consequences reported. Additional information was requested.